Event description:
A hospital in (B)(6) reported via our distributor that, in one night, a quantity of 3 mr290 autofeed humidification chambers cracked near the inlet port. It was reported that it appeared this happened when using a high frequency oscillator ventilator which is used often in the picu. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Our investigation is currently underway. We will provide a f/u report with the results of our investigation.